Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent second back surgery in 2009 with fusion at l2 - l3 with plate and rhbmp-2/acs. Reportedly, CT scan showed multi-level stenosis or pinching of nerves coming off vertebrae. Patient had severe problems and adverse effects post-op causing multi level bone growth. Patient had CT, MRI, ultrasounds, bone scans, x-rays, clinical observations, lab test, cultures. After second surgery, feeling of illness, sickness would increase with terrible pain to back legs. Patient got worse with 3rd surgery set up. Patient using cane, walker and having falls. Patient had 'head injury serious' from fall, in bed for weeks. Many emergency room visits.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).